Manufacturer narrative:
The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had an inoperable touchscreen and failed to power down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. A review of the device logs could not confirm the reported inoperable touchscreen and failure to power down. In-house testing could not reproduce the reported complaint. The investigation resulted in no fault found with the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).